Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their device was shocking their back and it made their pubic muscles hurt. Patient stated that it felt like one of the wires has come off and is shocking them. Agent reviewed that patient could consider turning therapy off, patient stated that they had already done so. Patient stated that they called their healthcare provider (hcp) and were redirected to call patient services (ps). Agent reviewed ps role. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 978b133 (lot: va2pcr8); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.